Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-dec-2016: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after the implant began suffering from heavy bleeding (interpreted as genital bleeding) and severe abdominal pain/ severe cramping. Essure was removed approximately 5 years after insertion. These events are anticipated in the reference safety information for essure. After essure insertion abdominal/ pelvic pain and genital bleeding may occur. Given the nature of the reported events, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 13-oct-2016 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2010 for permanent birth control. After the implant, she began suffering from heavy bleeding, severe cramping, severe menstrual pain, pain during intercourse, migraines, severe abdominal pain, and back pain. She sought medical attention for her symptoms. On (B)(6) 2015, she underwent surgery for the removal of the essure devices and hysterectomy with left salpingectomy and right salpingo-oophorectomy. Following the removal of the essure devices and hysterectomy with left salpingectomy and right salpingo-oophorectomy, she suffered a painful post-operative recovery. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after the implant began suffering from heavy bleeding (interpreted as genital bleeding) and severe abdominal pain/ severe cramping. Essure was removed approximately 5 years after insertion. These events are anticipated in the reference safety information for essure. After essure insertion abdominal/ pelvic pain and genital bleeding may occur. Given the nature of the reported events, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/ severe cramping"), pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 676717) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included intrauterine contraceptive device (iud nos). In (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), migraine ("migraines"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and headache ("headaches"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (hysterectomy with left salpingectomy and right salpingo-oophorectomy) and surgery (hysterectomy with left salpingectomy/bilaterial removal of fallopian tube-right salpingooophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, migraine, back pain, procedural pain, vaginal haemorrhage, menorrhagia and headache outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, reporter added, lot number added, concomitant drug added, lab data added, event added as follows: vaginal haemorrhage, menorrhagia, headache, pelvic pain. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/ severe cramping"), pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 676717) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera. Past adverse reactions to the above products included amenorrhoea with depo-provera. Concomitant products included intrauterine contraceptive device (iud nos). In (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), migraine ("migraines"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and headache ("headaches"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (hysterectomy with left salpingectomy/bilaterial removal of fallopian tube-right salpingooophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, migraine, back pain, procedural pain, vaginal haemorrhage, menorrhagia and headache outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion on (B)(6) 2014 transvaginal pelvic ultrasound showed impression: 1.7 cm endometrial polyp. Resolving corpus luteum cyst of pregnancy, right ovary, left ovarian follicle measuring 1.3 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: pelvic pain, dysmenorrhoea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.